Manufacturer narrative:
Company representative.

Event description:
It was reported that during an st upgrade procedure, the hospital power went out. When the programmer shut off mid-upgrade resulting in inappropriate shocks and back-up vvi mode. A magnet was placed to stop the shocks. The device was reprogrammed and the procedure completed.